Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and two epicardial large patch leads were exhibiting high out of range shocking impedance measurements greater than 125 ohms and low out of range shocking impedance measurements less than 20 ohms. The epicardial patches have been implanted for approximately 19 years. A boston scientific crm technical services consultant recommended performing a 1.1 and 41 joule shock to test the integrity of the system and the device's ability to deliver a shock. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated that the patient planned to be monitored. There were no plans for additional intervention at this time.

Event description:
Approximately two years later the device was explanted and returned following this patient's death due to congestive heart failure. There were no device associated allegations.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.